Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of medical device removal ("she underwent a hysterectomy to remove the essure device") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. Diagnostic results: on an unspecified date, she underwent hysterosalpingogram test, during which it was confirmed that her essure coils were properly in place and that her fallopian tubes were occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('unusual bleeding') and pregnancy with contraceptive device ('unintended pregnancy') in a 32-year-old female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective" on 1-mar-2014. The patient's medical history included ovary removal (due to ovarian cysts) in 2011, multigravida, parity 3 (date of the birth for each live births: on (B)(6) 2004, on (B)(6) 2008 and on (B)(6) 2013) and abortion. Previously administered products included for birth control: birth control pills from 2008 to on (B)(6) 2012. Past adverse reactions to the above products included ovarian cyst with birth control pills. Concurrent conditions included menorrhagia since 2010, dysmenorrhea since 2010, body mass index normal, anorexia, fatigue, nausea, adenomyosis, chronic cervicitis, endometriosis of uterus and vomiting. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy with right salpingectomy-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period was on (B)(6) 2014 and estimated date of delivery was on (B)(6) 2014. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2014. The reporter considered genital haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: in the medical records that the removal procedure of essure coils was performed without any complications. Plaintiff tolerated the procedure well and was taken to the recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: results: bilateral tubal occlusion noted. Pregnancy test urine: on (B)(6) 2014: results: negative; on (B)(6) 2014: results: positive (2 + upt at home and 1 + upt in clinic). Ultrasound scan vagina: on (B)(6) 2014: results: pregnancy confirmed (gestational age: 6w3d); on (B)(6) 2014: results: single fetus (ega 14 weeks). Pathology report: on (B)(6) 2015: pre & post-op diagnosis, menorrhagia. Superficial adenomyosis. Chronic cervicitis with squamous metaplasia of the endocervix, negative for dysplasia. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received - event medical device removal updated to unusual bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of medical device removal ("she underwent a hysterectomy to remove the essure device") and pregnancy with contraceptive device ("unintended pregnancy") in a 32-year-old female patient (gravida 4, para 4) who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2014. The patient's past medical history included multigravida, parity 3 (date of the birth for each live births: (B)(6) 2004, (B)(6) 2008 and (B)(6) 2013), abortion and ovary removal (due to ovarian cysts) in 2011. Previously administered products included for birth control: birth control pills from 2008 to august 2012. Past adverse reactions to the above products included ovarian cyst with birth control pills. Concurrent conditions included body mass index normal, menorrhagia since 2010 and dysmenorrhea since 2010. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient's last menstrual period was on (B)(6) 2014 and estimated date of delivery was (B)(6) 2014. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total vaginal hysterectomy with right salpingectomy-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2014. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: in the medical records that the removal procedure of essure coils was performed without any complications. Plaintiff tolerated the procedure well and was taken to the recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusion noted pregnancy test urine - on (B)(6) 2014: negative; on (B)(6) 2014: positive (2 + upt at home and 1 + upt in clinic) ultrasound scan vagina - on (B)(6) 2014: pregnancy confirmed (gestational age: 6w3d); on (B)(6) 2014: single fetus (ega - >/= 14 weeks) pathology report - on (B)(6) 2015: pre & post-op diagnosis - menorrhagia. Superficial adenomyosis. Chronic cervicitis with squamous metaplasia of the endocervix, negative for dysplasia. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 27-jun-2018: plaintiff fact sheet (pfs) and medical records (mr) ¿ new reporter (lawyer and healthcare facilities ¿ case became medically confirmed); plaintiff¿s demographic data; date of last menses ((B)(6) 2014); historical condition (three pregnancies with three live births, two abortions and right ovary removal); historical drug (birth control pills); essure indication (permanent birth control by bilateral occlusion of the fallopian tubes); onset date of event unintended pregnancy ((B)(6) 2014); delivery date ((B)(6) 2014); delivery type (spontaneous vaginal delivery); pregnancy outcome (live birth; outcome unknown); exams (hysterosalpingogram, pregnancy test urine and ultrasound scan vagina); essure removal date update ((B)(6) 2015); and essure removal method (total vaginal hysterectomy with right salpingectomy-oophorectomy). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.